Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that the colonovideoscope was being improperly reprocessed. The ess reported that the hand held leak tester was used for all scopes. It was also observed by ess that a bottle labeled with simethicone was being used during this process as well. The customer was informed on the correct way to leak test the endoscope and recommended not using the simethicone according to the reprocessing manual. There was no associated patient infection reported.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report), h3 (¿no¿ and¿ not returned to manufacturer¿ were selected in error on the initial report), & h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report) h10: detailed information related to reprocessing was unable to be obtained from the customer following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: - IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.